Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 48 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised their sensor did not alert that they were low and declined to troubleshoot for the sensor.